Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision knee surgery was performed due to pain. It was noted that the existing biconvex patella appeared to have over stuffed the patella femoral joint causing pain. Additional patella bone removed and a resurfaced patella was implanted. Ps liner was exchanged during the revision as well.